Manufacturer narrative:
On 6/17/2019, mentor became aware of the device information. The information has been updated in section d: left implant ¿ catalog# 3503560 ¿ serial #/ lot# 7701310-031 concomitant right implant ¿ catalog# 3503560 ¿ serial #/ lot# 7701310-036 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/11/2019, mentor received clarification that catalog, lot, and serial numbers are unknown. Hence, product code was updated from 3503560 to unk_saline, serial and lots from (B)(4) to blank associated products from blank to (B)(4) also, fields d1, d2, and d4 have been updated accordingly. Since no lot number was provided, no manufacturing record evaluation could be performed. Hence, expiration and manufacturing dates were removed from fields d4 and h4 respectively. On 7/15/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample a tear was observed within a fold or wrinkle on the posterior aspect of the implant, measuring approximately 0.1 cm. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, or found on the returned, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation confirmed upon examination by the physician on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.